Event description:
It was reported that a patient using the ilet experienced a low blood glucose event of unclear cause; the ilet indicated a low reading and a confirmatory manual fingerstick measured 67 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for treatment. The patient was treated with oral glucose in the form of apple juice and a popsicle, and troubleshooting and education were completed. Investigation included a review of the event and user-reported details. Investigation of this case revealed no device malfunction reported or confirmed, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.